Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the "patient didn't want to removal." There were no external factors that contributed to the issue. No diagnostics or troubleshooting was performed. No interventions or actions taken. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred nor was planned. There is conflicting information as the implantable neurostimulator (ins) and extension were both explanted. Follow up was being performed to clarify this event. No symptoms were reported. The patient was alive with no injury.

Manufacturer narrative:
Concomitant product(s): product ID: 97791, lot# serial# unknown, product type: accessory. Product ID: 3550-29, lot# serial# unknown, product type: accessory. Product ID: 3778, lot# serial# unknown, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension . Analysis found the implantable neurostimulator (serial number (B)(4)) was at reduced capacity due to overdischarge and analysis found no anomaly with the extension (serial number (B)(4)). Analysis found all conductors were broken 15.3 cm from the distal end of the lead (unknown lot number). The method codes apply to the implantable neurostimulator, extension and lead. The following codes apply to the implantable neurostimulator: (B)(4). The following codes apply to the extension: (B)(4). The following codes apply to the lead: result code (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) and patient code (B)(4) have been removed.

Event description:
The rep clarified that "patient didn't want to removal" meant the patient didn't satisfy the treatment and felt uncomfortable by the product, so the product was explanted. The patient didn't want to implant another one for her disease. The hcp agreed with the patient's opinion. The patient was looking for other treatments such as medication, etc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.